Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2011 patient presented with following pre operative diagnosis: lumbar grade 1 spondylolisthesis and lumbar spinal stenosis l4-5. Patient underwent following procedures: posterior pedicle screw instrumentation l4, l5 using cobalt chromium screws and rods; transforaminal lumbar interbody fusion using peek synthetic fusion cage and morselized local laminar bone via left-sided approach; right posterolateral inter transverse arthrodesis using autologous local bone and rhbmp2/acs. Per op notes: the disk space was packed with morselized bone and peek fusion cage was loaded with bone and impacted obliquely in to the disk space with good purchase. Distraction rod was then released. Additional screws were placed on the left at l4 and l5 shorter rods were placed and the construct was compressed in to lordosis and locked in to position. On the right-hand side the transverse processes were decorticated. Protein sponges impregnated with rhbmp2/acs were wrapped around morselized local bone and packed in the lateral gutter. No patient complications. On (B)(6) 2011 patient discharged.

Event description:
It was reported that the patient underwent an l4-l5 posterolateral intertransverse lumbar fusion using rhbmp-2/acs. Sometime postop, imaging studies reportedly revealed that the patient developed bony overgrowth at or near the implant site and nerve compression. The patient also reportedly has severe injuries, including chronic pain and radiculitis.

Manufacturer narrative:
(B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.